Event description:
Facility alleged that as they were transferring a patient using a golvo mobile lift, they heard a crack and the patient fell out of the lift. No injuries reported.

Manufacturer narrative:
Technician visited the facility and inspected the sling and sling bar used in the transfer. One of the safety clips had been pulled out on one side of the sling bar and scratches were visible where the safety clip normally is attached. The sling used during the transfer was a non-liko manufactured sling. The lift was returned to service at the facility and staff were inserviced on safe use of the liko lift.